Event description:
It is reported that the device was revised in early 2005 for an unk reason. Implant date is unk.

Manufacturer narrative:
Evaluation summary: the returned product was reviewed and analyzed and found to be conforming to specifications where measurable. The mfg lot was not provided, so part conformity prior to implantation could not be determined. Visual examination of the returned components demonstrate extensive wear on the humeral and ulnar bushings and the bushings look to be cracked. The hinge pin is discolored in two areas, which looks to be from wear. The pt info was omitted (height, weight, activity level). No x-rays or other info were provided. Based on the provided info, a definitive cause can not be determined. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.